Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010; mesh was implanted concurrently done with enterocele repair, bilateral salpingo-oophorectomy, posterior colporrhaphy, cystourethroscopy with bladder hydro distention due to cystocele, rectocele, vaginal vault prolapse, and enterocele. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, organ perforation, bleeding and dyspareunia. No additional information was provided.